Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts were bent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.